Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. The reporter stated that one of the cartridge o-rings came out of the cartridge. The cartridge was removed from the pump, and the o-ring was allegedly found outside of the cartridge with two remaining inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.